Event description:
It was reported that once in use, the patient stated that the circuit appeared to cause the ventilator to malfunction, resulting in rapid triggering and preventing the patient from taking normal breaths. Both circuits with matching lot number 0004309572 produced the same ventilator response. The patient replaced the circuits with a backup circuit of the same item ID (29657001) but a different lot number, after which the ventilator ceased rapid triggering. The patient reported that the ventilator had not exhibited similar issues previously. No harm was reported as a result of this event. The patient discarded the circuits after the event.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 18 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the information known at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported, but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint- (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that an airlife product is defective, caused, or contributed to a serious injury.